Event description:
It was reported that the reservoir had air bubble anomaly. Customer's blood glucose was 151 mg/dl. Customer stated that air bubble was located around the o-rings. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.